Manufacturer narrative:
At this time, the available information suggests the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a device exhibited a red alert via the remote monitoring system. There was no information provided regarding the cause of the alert, nor the patient information. No adverse patient effects were reported.